Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (396 mg/dl). A correction bolus was delivered to treat the bg. The customer reverted to an alternate method of insulin therapy.